Manufacturer narrative:
Covidien reference: (B)(4). One endotracheal tube was received for evaluation. Inflation/deflation tests were performed by using a 25cc syringe of air applied to the cuff, and it was observed that it deflated after seconds. Visual inspection was performed, and it was observed that the cuff had a small cut. The customer reported malfunction was confirmed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during testing, a physician observed a leak from the tracheal tube cuff. There was no patient involvement.